Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes showing far p-waves were observed on the ventricular channel. Programming changes were made. Patient was stable.